Event description:
It was reported that patient experienced burning at lead wires site, due to not turning off their device during an MRI procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).